Manufacturer narrative:
H3: the revision reported may have been the result of femoral loosening and prosthesis wear. The aseptic (non-infected) loosening was likely the result of an insufficient bond between the femoral component and the bone. The patella wear may have been due to orientation of the components, third body wear, and/or the reported joint instability. However, this cannot be confirmed as the devices were not returned for evaluation and radiographs were not provided.

Manufacturer narrative:
Correction: h3, h6 clinical code, h6 investigation findings, h6 investigation conclusion. H3: the revision reported may have been the result of femoral loosening, prosthesis wear, and instability. The aseptic (non-infected) loosening was likely the result of an insufficient bond between the femoral component and the bone. Although the sequence of events cannot be confirmed, the loosening may have contributed to the reported joint instability. The wear may have been due to orientation of the components, third body wear, and/or the reported joint instability. However, this cannot be confirmed as the devices were not returned for evaluation and radiographs were not provided. Additional information: h6 type of investigation.

Manufacturer narrative:
H3: pending investigation. D10: logic tib insert impl crc, sz 2, 13mm - 02-012-51-2013 - 5522454 lgc tibial fit tray cem sz 2f / 2t - 2-012-45-2020 - 5507506 three peg patella 32mm - 200-02-32 - 5088222

Event description:
As reported, the patient had an initial right tka on (B)(6) 2023. The patient was revised on (B)(6) 2023 due to femoral loosening and poly wear on the patella, which resulted in instability. All components were revised. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported may have been the result of femoral loosening, prosthesis wear, and instability. The aseptic (non-infected) loosening was likely the result of an insufficient bond between the femoral component and the bone. Although the sequence of events cannot be confirmed, the loosening may have contributed to the reported joint instability. The wear may have been due to orientation of the components, third body wear, and/or the reported joint instability. However, this cannot be confirmed as the devices were not returned for evaluation and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.